Event description:
On (B)(6) 2011 pt reported she dropped her infusion device about a week ago onto the bathroom floor. Pt stated she has experienced elevated blood glucose readings for the last 5-6 days. Pt reported her blood glucose readings are going up to the 400's mg/dl. Pt's normal blood glucose range is 150-180 mg/dl. Pt stated she has not received any error messages. Had pt disconnect from the infusion site and attempt to deliver a 5.0 unit bolus of insulin into the air. Pt reported insulin came out and the bolus was delivered correctly. Pt stated the infusion device was not working properly or delivering insulin accurately after being dropped. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.